Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced ¿gripping¿ at their right flank with stimulation. The patient had difficulty with recharging and that the ins was unable to be recharged. The ins was fully discharged on (B)(6) 2017. The event resulted in an unscheduled clinic or office visit. The patient was educated on recharging on (B)(6) 2017 and then the therapy was suspended on (B)(6) 2017. The device was reprogrammed on (B)(6) 2018. The etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure. The patient was non-compliant, as they forgot how to recharge. The outcome was reported as resolved without sequelae on (B)(6) 2018. No further complications were reported or anticipated. Additional information was received from the healthcare professional. It was reported that the patient began experiencing the gripping at the right flank with stimulation on (B)(6) 2017, and it was not specified if it was sudden. The patient's baseline weight was provided.